Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The user can detect the suggested event by handling the device in accordance with the following instruction for use: inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the play of the up/down and right/left knobs and bending angle in the left and up direction did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was detached and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
A demo duodenovideoscope was returned with no information. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the forceps elevator had a yellowish/brown foreign material. It was unknown if the scope was reprocessed prior to being returned. The report is being submitted due to foreign material on the scope found during evaluation.